Manufacturer narrative:
Correction: upon review, the following values should be updated: section d1 brand name should be "gallant hf" and device product code should be "nik." Section d4 model number should be "cdhfa500q." Lastly, section g3 PMA/510k number should be "p030054."

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an unrelated reason. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited far p-wave over-sensing. Corrective programming changes were made. The patient was stable throughout.